Event description:
Patient reported "I didn't hear about cases related to the recall of the prostheses, I had an ultrasound of my breast, and the doctor found a liquid (seroma) in the results and I'm panicking about the possibility of lymphoma". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.